Event description:
User facility reported: after a pt case, the customer was disconnecting the acist disposable kits from the acist cvi angiographic contrast injection system and received a substantial shock. There was no report of injury or pt involvement.

Manufacturer narrative:
The acist angiographic contrast injection system was taken out of service on april 26, 2007, and returned to acist on may 9, 2007. The system was tested and met pre-established specifications. The system passed leakage current testing and ground continuity testing. Acist's electrical engineer tested the possible sources of ac voltage within the acist angiographic contrast injector and verified that there was no leakage which could produce a shock. From his analysis, the source of the voltage originated from another source within the hospital's cath lab, and the metal surface of the acist angiographic injector was the return path to ground for the voltage. Acist's electrical engineer has made three attempts to contact the hosp to obtain add'l info on the other equipment operating within the cath lab and the type of grounding used. Acist has received no response. Based on acist's analysis, there is no indication of device-malfunction, although no conclusion can be made as to the source of the shock without add'l info from the hosp. If add'l info is received, the investigation will be reopened.